Event description:
It was further reported that the issue with the battery was solved that day and the patient has had no further complaints.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was in a power-on reset condition and displayed an error message. It was also reported the power-on reset was cleared and the patient felt stimulation again. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).